Manufacturer narrative:
H3: product analysis of product# 54850016550, lot# h5948278 the tabs are made to break off the screw no fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient having l4-5 transforaminal lumbar interbody fusion (tlif) surgery. It was reported that during an l4-5 tlif surgery, the extension blade of the device was broken. The surgery was successfully completed. No patient complications have been reported as a result of this event. Additional information was received via manufacturer representative that there were no broken fragments left inside patient as all were removed.

Manufacturer narrative:
G2: country of origin is taiwan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.